Event description:
Pump was returned for an unrelated issue. Evaluation revealed contamination in the force sensor assembly and an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 01/23/2012. (B)(6). Correction removal report number: 2531779-03/24/2010-003-r. During evaluation, contamination was found in the force sensor assembly and the force sensor was found to be out of calibration.